Event description:
It was reported that during the implantable cardioverter defibrillator (ICD) changeout, the physician noted difficulty dissecting the right ventricular (rv) lead trifurcation from the device pocket. The physician manipulated the device to get it out of the pocket and was able to take out the pace/sense connector pin and rv coil connector pin easily. However, the physician noted that the rv lead's superior vena cava (svc) coil connector pin was turned acutely at an angle. After implant of the replacement ICD, it was noted that the rv lead's svc coil had no impedance. The lead was tested with an analyzer which showed high impedance on the superior vena cava (svc) coil. A possible fracture was suspected. The physician programmed off the svc portion of the rv lead, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).